Event description:
It was reported that the gen11 was not sealing properly during an unknown case and was giving a replace instrument. The customer tried a second etrio3358 and it worked for awhile and then the device would start giving a replace instrument error again. Procedure was completed using a third etrio3358. No patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and not returned. Inspection of the jaw area showed damaged to the retention pins that hold the jaws in position. The retention pins were sheared off. The device was connected to the generator and it was recognized. Because the jaw was detached not all testing was performed with the generator. It is possible that the damage on the jaw could have contributed to the reported tissue effect issue. Before the jaw detached from the instrument it was possible that there was a short causing an alert screen. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.